Event description:
The dermatome was not functioning properly. Instead of shaving off a thin layer of skin, it made and incisional wound. The blade was applied correctly. FDA safety report ID# (B)(4).